Event description:
Patient reported obtaining a blood glucose result of " hi" (> 600 mg/dl), while using the suspect device. Patient stated that blood glucose was immediately retested, on a nurse's blood glucose monitor, with a result of 258 mg/dl. Patient indicated that no action was taken based on either result. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.